Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue started. She was also unable to recall the error number she obtained. It is not known how the patient manages her diabetes or whether she made any changes to her diabetes management as a result of the error message she obtained. She reported, between ¿2-3 am on (B)(6) 2015¿, after the alleged issue with the meter started, she developed symptoms of ¿headache, shaky, sweaty, nausea and clammy¿. She alleged, also on (B)(6) 2015, she was taken to the emergency room and a blood glucose result of ¿42 mg/dl¿ was obtained on the emergency medical service (ems) meter. She also alleged, she ¿was given potassium¿ by a healthcare professional. At the time of troubleshooting, the issue remained unresolved as the patient did not have testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged unknown error message appeared.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.